Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the fast stop switch assembly. The system was tested and found ot be working as intended and placed back into service.

Event description:
It was reported that the fast stop switch on the table of the 2800 system will not latch. There was no report of patient injury.